Manufacturer narrative:
The cartridge was not returned to animas. Although the cartridge was not returned there is no further investigation necessary with respect to the leak issue. Cartridges with lot# b201582 were confirmed to be defective. When tested, fluid was observed leaking from the plunger end of the cartridge.

Event description:
The reporter, the pt's mother, reported that since (B)(6) 2010 the pt obtained blood glucose readings ranging from 300 mg/dl to 500 mg/dl. On (B)(6) 2011 the pt obtained the blood glucose reading of 550 mg/dl. The pt experienced the symptoms of lethargy, dizziness and headache. The pt rec'd a correction via the pump and two hours later his blood glucose level was 300 mg/dl. On that date, the pt's mother noted the insulin cartridge was leaking.